Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records were reviewed for all implanted devices associated with this case and no nonconformities were found.

Event description:
It was reported to nevro that a patient acquired an infection during the trial phase. The patient was hospitalized and was given IV antibiotics. The leads were explanted. The patient was discharged and is recovering at home. Follow up report indicated that the infection had cleared. The physician has planned a retrial for this patient.